Event description:
It was reported that although flushing was possible when the catheter was placed, but the blood backflow cannot be drawn, so it is removed. The backflow could not be removed, and the tip was moved to avoid contact with the vein wall, but the position did not change. It was removed because it was unclear whether the valve mechanism was faulty. After the removal of the new product, the new product is opened and then entered.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to aspirate catheter was confirmed but the exact cause was unknown. The product returned for evaluation was one 4fr groshong nxt clearvue. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is reasonable to conclude that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. This complaint will be recorded for future trending and monitoring purposes.